Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The complaint batch number is unk. A product shipment history review for the reported upn was performed for this customer. The manufacturing records for these three batches shipped to the customer were reviewed and no issues or discrepancies were found. This records review confirms that the devices met all material, assembly, and performance specifications. Upon review of available info related to this event, there is no evidence to indicate the device malfunctioned or failed to perform to specification. It was not possible to determine a definitive cause of the reported death; however, the most probable root cause is considered anticipated procedural complication.

Event description:
Same case as: 2134265-2009-01172. It was reported that during a coronary drug eluting stenting treatment procedure, a pt death occurred. The pt presented to the emergency room with acute myocardial infarction (mi) simultaneous with a cerebrovascular accident (cva) /stroke. The pt went to radiology first for an arteriogram. The pt arrived in the cardiac cath lab with "tombstone st segment elevation". Angiography showed an occlusion of the right coronary artery (rca). The physician performed ivus, which revealed significant plaque in mid rca. While performing ivus, the pt's blood pressure continued to decrease and CPR was initiated. The pt was bleeding profusely out of her mouth and nose. CPR was initiated. A 3.50x24mm taxus liberte drug eluting stent was deployed in the mid rca and an intra-aortic balloon pump (iabp) was placed. The pt was completely unresponsive to the whole procedure and subsequently went into respiratory distress/arrest. The pt was intubated, a temporary pace maker was inserted, and CPR was continued. Ventricular tachycardia was noted. Multiple defibrillation attempts were unsuccessful. Medications given include: heparin and amiodarone. The pt was given tissue plasminogen activator (tpa) prior to arriving in the cath lab. Post the procedure, upon review of the cine, the physician identified an air embolism. The 'y' adapter of the advantage 26 was being used along with extension tubing and another manufacturers manifold device at the time during the procedure when the air was identified on the cine. It is not known where the air leak originated, but it is felt that the leak may have occurred while injecting contrast during the 'crash', injecting air into the pt. The cause of death was reported as cardiac arrest secondary to an acute mi, massive cva, and gastrointestinal bleed. There was no autopsy performed. The physician maintains the cause of death was not caused by any of the bsc devices used.